Event description:
On 03/05/2021, hcp reported patients had experienced broken and migrated molded pdo threads either shortly after they were inserted or during treatment, requiring their removal. On 03/09/2021, our medical director offered to assess the cases to assist the hcp, however, the practitioner declined the offer, mentioning their primary concern was the broken pdo threads. No additional information or status of these patients was provided.